Manufacturer narrative:
Integra completed its internal investigation 11/07/2016. The investigation included: method: device history review. Review of complaint management database for similar complaints. Evaluation. Results: device history record reviewed for this product ID under lot code/work order (B)(4) manufactured 07/02/15 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year look back for this reported failure and or related to "will not stay locked when under pressure " for this product ID shows that 2 complaints were received including this case. Both complaints were reported on the same date by this customer. No new design or manufacturing trends have been identified. Engineering and repairs were not able to confirm the customer complaint. During inspection, the unit was subjected to the block test and the locking knob mechanism was evaluated while the unit was under pressure. The swivel/rocker interface would produce a ¿washboard¿ sound when spun due to teeth contact between the small lock ratchet (B)(4) and disk ratchet (B)(4). It seemed to be caused by the disk ratchet migrating over the swivel. Conclusion: there is no certainty as to how this flaw may have occurred as this unit¿s locking mechanism was tested to verify its expected service life. The root cause may therefore be attributed to wear and tear. The product¿s manual, IFU suggests the customer to perform a routine inspection to the unit before each case in order to avoid problems: ¿store the skull clamp with the index locking knob in the unlocked position. This practice will provide the best performance from the knob.¿ ¿while rotating the rocker arm through 360 degrees lock and unlock index locking knob. To ensure proper locking engagement, the index locking knob must always be turned to the lock position. If the index knob stops short of the locked position, a slight additional rotation of the rocker arm should complete the internal alignment and allow the locking mechanism to engage. If difficulties are encountered, the unit should be returned for service.¿ ¿check the ratchet extension release buttons to be sure that they allow for the extension to disengage freely. Press them and move the extension out of the body portion of the clamp ¿ do this several times to make sure that it works smoothly and easily.¿ this is the first time the product has been returned for service since the time it was purchased ((B)(6) 2015).

Event description:
This is the first of two reports (same problem, same product ID, different serial numbers, different surgeons experienced the problem). The head clamp would not stay locked when under pressure. Revision or medical intervention was not required. Additional information has been requested. Linked to mfg. Report number: 3004608878-2016-00278.